Event description:
The caller states that the customer experienced an event where he became hypoglycemic (sweating, yelling and combative). His bg was 443mg/dl and 334mg/dl on the accu-chek aviva sys. The caller attempted to treat the customer, without success. The emergency medical technician's were called and they treated him with intravenous therapy and an injection (unk contents). The customer was responsive for a moment (unclear if customer was unresponsive before the emt's arrived). His bg was 77mg/dl on the professional meter. The customer became unresponsive and was transported to the hosp ER. He had a seizure in the ER and was transported to the ICU. He received third party intervention and was released later the next day. New sys sent and return requested.